Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed displacement test. No unexpected low battery alarm anomalies noted. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. However, device received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons harder to press. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had no delivery alarm during priming process. The customer also stated that there was scratches on screen covering blood glucose reading and declined battery life. The insulin pump will not be returned for analysis.